Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the universal surgical manipulator (usm3) stopped working. During the troubleshooting, the user disabled the usm 3 by themselves because of a recoverable fault 23003. It was noted that the customer encountered an image orientation issue with the endoscope. After the reboot and installing a new endoscope, the system worked as intended. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was moving with non-intuitive movements; it was moving freely with uncontrolled movements. The problem was occurring sporadically. The customer used a spare endoscope and completed the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have no failure. The complaint was not confirmed by failure analysis. Additional observation, not reported by the customer: camera instrument adapter bearing friction issue was noted. Corrosion on ic electrical contacts, discoloration of housing and transmittance test failure were noted.